Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was the caller reported that the patient is not getting effective therapy relief. The caller stated that the patient was going to have a system revision. When asked for details the caller stated that the physician thinks scar tissue is causing the patient not to get effective relief. The physician plans to remove scar tissue. The patient has been getting less effective therapy gradually over time and eventually the patient thought that they were not getting any pain relief. The caller stated that they attempted to turn therapy off but the patient could not tolerate therapy being off. The caller requested warranty documents for the ins and lead. The agent sent a copy of the warranty information. Additional information was received. A patient's representative called and stated that they were wanting documents to prove that they have tried to replace external items in the past and they need a new stimulator. Additional information was received from a representative stating that they do not recall when they were made aware of the system revision. On (B)(6) the patient was denied a revision and the office is trying to do an appeal.